Event description:
It was reported that the spring wire guide (swg) was observed to be frayed (unraveled) and subsequently came apart while within the patient. The physician later reported that there were no difficulties encountered during removal of the swg from the vessel. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "stable." No additional medical or surgical intervention was required beyond removal of the affected device.

Manufacturer narrative:
(B)(4).